Event description:
It was reported from the us that during an orthopedic surgery a hip instruments broke during the case. Contact was made via telephone and the representative does not recall any information on this case. The device was returned, but was not returned to complaints, and was unable to be located for engineering analysis. No additional information is available from the contacts for this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was returned to company, not available for analysis. Engineering evaluation completed. Design-related issues: exactech is not aware of any complaint reports involving broken stem inserters since 2008. Because the stem inserter is used in total hip surgeries, sales data for femoral stems was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: manufacturing data could not be reviewed because the serial/lot information was not provided. A review of the risk management report (rmr) could not be conducted because adequate information was not provided to conduct a review. Corrective actions are not required because the occurrence rate is ¿very low.¿ the broken stem inserter reported was likely the result of misalignment of the stem inserter when impacting the femoral stem, which allowed for the tip to break. However, this cannot be confirmed as the device was not available for information and no further information was provided. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.